Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Although there are many potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure a hole was observed in the balloon catheter. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure a hole was observed in the balloon catheter. There were no reported clinical consequences to the patient due to this event.